Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a do not turn off alarm; this condition had the potential to interrupt delivery. This event occurred upon power up in the surgery department. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a do not turn off alarm was confirmed and reproduced during evaluation. The cause of this condition is due to incorrect configurations settings caused by a defective main battery. The device configuration option settings were reset per the service manual and the battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.